Event description:
(B)(6) during a normal 1 level interbody fusion case at l5/s1, reduced the rod via the rod fork without any issues. Then proceeded to final tighten the construct using the normal anti-torque method. At this stage, the surgeon noticed that the head of the screw had come lose and had come away for the screw portion. Surgeon tried to hammer the tulip back onto of the screw, but without success, then removed the screw using vise grips. (B)(6) then inserted a new xia 3 7.5 x 55 mm ((B)(4)) screw to complete the construct without any further issues. There was an additional 45 minutes as a result of the incident, but no medical intervention required.

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: screw was received with tulip disengaged from the bone screw. The imprint left by the rod is not very large and deep, but it situated on the very extremity of the cylindrical part of bone screw head. It signifies that the screw was implanted at maximal angulation. Manufacturing record review: no discrepancies noted. Complaints history analysis: (B)(4) complaints were received for the same issue involving (B)(4) implants. Previous failures were caused by implantation of the screw at maximum angulation; multiple tightening and extreme loads or overload applied to the screw. Risk assessment: removing and replacing the screw delayed the surgical procedure by 45 minutes, but no medical intervention was required. Conclusion: based on the inspection of the returned product, this disassembly is suggestive of too high forces applied on a screw at max angulation with potential cantilever between the bone-screw and tulip allowing the bone-screw to pass through its tulip. Application of cantilever forces together with extreme angulation of the tulip led to weakening of the tulip bone screw interface and led to tulip disengagement.